Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device doesn't recognize when the door is open" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper hook switch as well as the lower hook switch are compressed and failing. The upper auxiliary and the lower auxiliary required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump doesn't recognize when the door was open during testing in the biomedical service department. There was no patient involvement. No additional information is available.